Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that the system sometimes gives a red cross and one beep every few seconds when the systems is turned off. The system also will not start up. It is unknown if there was patient involvement.